Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a left heart catherization procedure. Reportedly, the groin had a deep tissue tract and when the clip was deployed hemostasis was not achieved. Manual arterial compression was used for approximately 15 minutes to achieve hemostasis. There was no adverse patient sequela. The physician believe the clip might have not been deployed in the artery, but the tissue tract, due to the patient anatomy (deep tissue tract). The physician is reported to be in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was indicated that device was discarded at the facility; therefore, a failure of the complaint device cannot be completed. Based on the reported information and the manufacturing inspection criteria a definitive cause for the reported event and associated patient effects could not be determined; however, patient anatomy may have been a contributing factor. Reviews of the lot history record and complaint history database could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Patient reported to be in the fifties. Patient reported to be approximately (B)(6).